Event description:
The customer reported that the left screen (live image) intermittently would go black, causing a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.